Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose level was unknown at the time of event. Customer¿s current blood glucose was 25 mmol/l. Customer treated high blood glucose with insulin pen. Customer did not allege that the insulin pump was under delivering insulin. Customer declined troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using auto mode feature at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.